Manufacturer narrative:
The catalog number is unknown. If received it will be provided. Concomitant devices: non-cordis guidewire 180cm; non-cordis micropuncture sets; non-cordis extension tubing; non-cordis 7f sheath; 19cm catheter. Complaint conclusion: as reported, the patient had placement of the trapease inferior vena cava (ivc) filter. Per the medical records, the patient had a history of lower extremity deep vein thrombosis with several pulmonary emboli. The patient was found to have valvular disease and scheduled to undergo open heart surgery. The trapease filter was implanted via the right common femoral vein and placed in the infrarenal position. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, malfunction, including perforation and tilt, that causes injury and damage to the patient. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately three years and 9 months post implantation. Per the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the ivc and tilt. The patient also reports suffering from anxiety. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, malfunction, including perforation and tilt, that causes injury and damage to the patient. The following additional information was received per the patient¿s implant records: at the time of implant, the patient had a history of lower extremity deep vein thrombosis with several pulmonary emboli. Recently the patient was found to have valvular disease and scheduled to undergo open heart surgery. The trapease filter was implanted via the right common femoral vein and placed in the infrarenal position. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately three years and 9 months post implantation. The patient reports perforation of filter strut(s) outside the ivc and tilt. The patient also reports suffering from anxiety.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation and tilt, that causes injury and damage to the patient. Per the implant records, at the time of implant, the patient had a history of lower extremity deep vein thrombosis (dvt) with several pulmonary emboli (pe). The patient was also found to have valvular disease and was scheduled to undergo open heart surgery; therefore, the filter was indicated for prevention of recurrent pe. The trapease filter was implanted via the right common femoral vein and placed in the infrarenal position; additionally, the patient underwent placement of a central line for plasma exchanges prior to open heart surgery. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately three years and nine months post implantation. The patient reports tilting of the filter, inferior vena cava (ivc) perforation and anxiety. According to the redacted-amended patient profile form (ppf), the patient additionally reports perforation abutting an adjacent organ and became aware of this event approximately five years and four months after the filter was implanted.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of lower extremity deep vein thrombosis (dvt) with several pulmonary emboli (pe). The patient was scheduled for open heart surgery for valvular disease. The indication for the filter placement was reported to be for the prevention of recurrent pe. Prior to this surgery, the filter was implanted via the right common femoral vein and placed in an infrarenal position. Approximately three years and nine months after the filter implantation, the patient became aware that the filter had tilted, and that filter strut(s) had perforated the inferior vena cava (ivc). Approximately five years and four months after the filter implantation, the patient became aware that the filter was abutting an adjacent organ. The patient further reported having experienced mental anguish, fear and anxiety associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and ivc perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.